Manufacturer narrative:
The device has been rec'd for eval; however, device eval is not yet complete. A f/u MDR will be filed.

Event description:
Rec'd info regarding two cartridge alarms (cartridge alarm 19) on two cartridges during the load process. Customer's blood glucose level was impacted.